Manufacturer narrative:
Investigation summary: 4 samples were received at franklin lakes and 7 photos were received in support of this complaint. Visual examination of the samples and photos was performed and revealed collapse. Evacuated, plastic blood collection tubes will collapse if subjected to elevated temperatures (in excess of approximately 55°c). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode collapse. Bd was unable to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 4 tubes had a molding defect (collapsed tubes). There was no health impact or consequences reported.